Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the product to examine, no determination can be made as to the probable cause for the reported discrepancy. The likely contributing factor to the snapping of the foot is its deployment in a calcified tissue track, or that calcified material was caught between the foot and the body of the device when it was closed. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. It should be noted that the reported use of proglide device in an artery where a sheath larger than 8 fr was used is not consistent with the instructions for use (IFU) under indications for use reads: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. However, deviating from the IFU may have been a contributing factor. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not provided.

Event description:
It was reported that a physician attempted arteriotomy closure during a preclose technique using a perclose proglide device in a left mildly calcified common femoral artery after an interventional (abdominal aortic aneurysm) procedure. Reportedly, during device insertion, an unusual sound (snap) was heard. After the device was deployed, it was removed from the anatomy. On removal, it was observed that the foot was not parked completely and it had a piece of arterial tissue attached to it. An emergency groin cut down was performed and hemostasis was surgically achieved. There was no reported adverse patient sequela. The physician is reported to be proficient in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.